Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 4: reference MFR report: 3008829311-2017-00759; reference MFR report: 3008829311-2017-00761; reference MFR report: 3008829311-2017-00762. It was reported the patient¿s system was explanted due to infection.